Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. On (B)(6) 2021, review of the 45-day follow-up transesophageal echo (tee) was performed. It was noted that there was a 4mm leak under the fabric at 135 degrees and the device had shifted proximally from the time of implant. They compared the device from implant on (B)(6) 2021 and the device was proximal at implant but it has become even more so since then. There was no sign of leak under the fabric at the time of implant. The patient has had no adverse patient effects as a result of this event and will remain on oral anticoagulants for the foreseeable future. The device will be rechecked in six months.